Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The caller reported that the blood glucose device gave a higher than expected reading during a hypoglycemic event. The customer was experiencing low blood glucose symptoms of feeling cold, tired legs, and fatigue. The customer tested her blood glucose and received a result of 81 mg/dl. The daughter treated the customer with coca cola, but the customer's symptom's persisted. The daughter called for an ambulance. The emt's arrived within 10 minutes and received a blood glucose result of 53 mg/dl on their professional meter. The customer was treated with a glucose IV and recovered within 45 minutes. The customer was not transported to the hospital.